Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system contained foreign matter described as "fuzzy like mold". The needle was scraped and not all the foreign matter could be removed, a fresh needle was used. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. A sample was returned for evaluation. Visual examination showed there is white transparent fm on the needle surface of the sample. DHR review shows the batch is manufactured july 2016. Qty. 70k in auto-line 3. No abnormalities were noted in the production of this batch. As per request, ftir analysis was completed on the material observed on the needle. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is a lubricant for medical device products and meets the requirements of relevant iso and FDA standards. This issue is confirmed as related to manufacturing. Corrective action involves adding vacuum suction to the process to remove excess lubricant. Currently in testing to evaluate effectiveness of the corrective measure.

Event description:
It was reported that bd intima-ii closed IV catheter system contained foreign matter described as "fuzzy like mold". The needle was scraped and not all the foreign matter could be removed, a fresh needle was used. No serious injury or medical intervention was reported.